Event description:
Customer reported, the system made a popping sound and stopped displaying images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the high voltage (candlestick) connectors. System operates as intended.